Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) after 34 months of implant. There is a concern that the battery depleted earlier than expected. The ICD has been programmed to 3.0v@0.5ms in atrium with an impedance of 912 ohms and has paced 74% of the time. The ventricular output was programmed to 4.0v@0.5ms, 662 ohms and has paced 89% of the time.